Event description:
Ohmeda cd anesthesia machine malfunctioned during pt set up. Display went blank and equipment began operating on battery power. Problem was traced to a faulty voltage selector board. This is being reported to FDA because it is the second voltage selector board needing replacement within 8 days. If this failure had occurred during surgery this would have affected pt welfare.